Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific bg level was provided. Reportedly, customer has consumed foods that may have impacted bg levels. Customer will be consulting with health care provider to discuss pump settings and diabetes management. No further information was provided on the reported event.